Event description:
A ventilator was returned to the distributor for service. There was no allegation of device malfunction. During initial evaluation of the device at the distributor, several service required alarm conditions was observed related to dual internal speaker failure, internal battery charge issue, and a pressure sensor issue. The device¿s detachable battery cable was replaced to address the issue. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted if additional details are able to be obtained.

Manufacturer narrative:
The previously reported device issues were not confirmed on device evaluation. There were no foam particles found in the device. Additional findings not related to the malfunction/issue: the motor blower assembly, stirring fan retainer and stirring fan were replaced during service. The device passed final testing. No additional information has been obtained. If additional information becomes available, a follow up report will be submitted.